Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had a high blood glucose value of 517 mg/dl and diabetic ketoacidosis because of the bent cannula. Customer stated that yesterday they had diabetic ketoacidosis but was not hospitalized. Customer stated that the infusion set had bent cannula. The customer was treated with manual injection. The device will not be returned for analysis.